Event description:
During repair of perineal laceration, midwife used 3-0 single needle vicryl suture (ethicon). The first 3-0 single vicryl needle was bent and unable to use. The second 3-0 single vicryl needle broke off from the suture and became lodged in the patient's perineum. Provider had to undo the progress of her repair to find the needle in the patient's perineum. The needle was removed by provider and was intact. Perineal repair was finished with 3-0 double needle vicryl with no complications. Lot numbers of the sutures were tcmrkx with an expiration of 02/29/2028 and tbmlqa with an expiration of 1/31/2028. Reference report: mw5147402.